Event description:
The surgeon implanted a plate silicone lens model aa4204vl and the haptic tore during insertion. The lens was implanted and removed without pt injury. It was stated the mtc-60c cartridge was used, but the lot number was unk. The contact was unable to recall the model and lot numbers of the injector.